Event description:
Radial jaw/biopsy forceps placed down scope, not noted until presentation at end of scope a sliver of metal protruding from forceps grasper, immediately removed and new forceps used without further incident during case or harm to patient.